Event description:
The home patient's (hp) peritoneal dialysis (pd) nurse confirmed the client was diagnosed and treated for peritonitis. The pd nurse confirmed the hospitalization was (B)(6) 2012 - (B)(6) 2012. The patient is recovering. The patient was treated with vancomycin (route and dosage unknown). The cause of the peritonitis was "touch contamination," "the patient did not wear a mask," and "patient did not clean the exchange area." The patient has been retrained. The pd nurse stated the events were not related to the homechoice machine or dianeal therapy. No further information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, however an internal investigation has been initiated. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. If additional information or samples become available, a follow up report will be submitted.